Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4). Analysis and results: there are no previous complaints of this code-batch. (B)(4) units of this product were manufactured and distributed. (B)(4). The incorrect needles correspond to a hr17 needle instead of the ds19 that the product should have, also checked the thread diameter and it corresponds to a usp 4/0. Thread has been identified and it is safil quick. Reviewed the batch manufacturing records, the same day a safil quick usp 4/0 with hr17 needle batch is produced, it is highly probable that the mix-up was produced in the manufacturing line at the moment of packaging the product. Final conclusion: complaint is justified. Actions on product: credit note for the boxes sent for analysis. Corrective/preventive actions: not applicable. Added to trending.

Event description:
Country of complaint: (B)(6). The needle is smaller vs packing description (needle seem is 16mm instead of 19mm).

Manufacturer narrative:
Eval on-going at mfg site.